Event description:
The lay user/patient contacted lfs in 2009, alleging that the one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info: the pt mentioned the approx 6 months ago, the reported issue with the meter began. The pt continued to take their usual dosage of medication (lantus 20 units, set amount and metformin 2 pills) after the issue began. Approx 4 months later, the pt began to develop symptoms of blurred vision and high blood pressure. The pt did not self-treat or seek any medical attention due to the reported issue. This is not the first time the product is being used. The meter does not power on by pressing the power button. Based on the conversation that the customer care advocate (cca) had with the pt, the batteries did not need to be replaced. Pt was using the correct vial of test strips and meter did not power on when the test strip was inserted into the meter. The products were replaced. No further clinical info was provided. It would have been helpful to know how long the symptoms lasted, why the pt waited so long to contact lfs, and to verify whether the pt continued to take their diabetes medication on a regular basis, since the meter had not reportedly been working. The complaint is being reported since the pt alleged that due to the reported issue, he was unable to test his blood glucose for 6 months, continued to take his medication and 4 months after the reported issue began, exhibited symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.